Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. During onsite visit the field service engineer (fse) replaced the e4 sensor, e4 beam splitter and completed beam profile, performed system verification as per sir (service installation record). Field service engineer (fse) attended surgeries, system works as intended, no errors during the operation. Review of the logfile for the day of treatment shows all laser system functions were within specifications for the respective treatment. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. Log files confirm the reported twenty percent energy error. The following error occurred several times during the treatment, internal energy too high, continue with laser pedal. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported internal energy high error. The surgeon waited for some time and was able to perform an energy check and decided to proceed. Reporter informed that the laser failed to provide proper energy, and kept failing due to energy 20 percent above or below expected. Ten patients were scheduled for surgery, out of which two were treated and the remaining eight patients were sent home without any surgery. The two patients treated were noted to have suffered through the laser starting and stopping. The patient referenced in this report was treated after an hour of laser calibrations. Post-operatively ¿lasik interface secretions¿ were reportedly seen, and the patient was put on eye lubrication. There are multiple related reports for this event. This report addresses the patient ms's right eye and other manufacturer reports will be filed.